Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that his son experienced high blood glucose level of 400 mg/dl. Customer had blood glucose level of 95 mg/dl. Customer was treated with insulin pump. Customer stated that the they did not alleging insulin pump for under delivering. Customer stated that there was no leak and air bubbles. Customer did high pressure test and it was failed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches.